Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: I think') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 4 (date of birth: (B)(6) 2014, (B)(6) 2013, (B)(6) 1999, (B)(6) 1998), miscarriage and termination of pregnancy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), adnexa uteri pain ("fallopian tube pain") and pelvic pain ("pain pelvic area"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, adnexa uteri pain and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy in number of pregnancies. As per pfs reported that the plaintiff had total 5 pregnancies and 4 live births (historical). In section of unintended pregnancy following use of essure and the outcome of the pregnancy was reported as- 1 miscarriage, 1 terminated, and the last one is painful but good. She learned about her pregnancy in (B)(6) 2018 and she is still pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: he said it was in place. It was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received: lawyer was added. Patient's demographic was added. Previously added injury nos was replaced by pregnancy (no complications), & new events- migration of essure device location of device: I think, pelvic pain, fallopian tube pain, device ineffective were added. Lab test was added. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.